Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 525 mg/dl. The customer will start using injections. The customer also reported that customer had a keypad anomaly on the insulin pump. The customer press escape nothing happens. The customer was asked if recalls any significant events leading to button issues and said that she don't recall anything specific related to buttons. The customer was advised that the insulin pump will be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The customer was advised that we will the insulin pump to the customer because she is (B)(6).

Manufacturer narrative:
The insulin pump was received with no button response due to unlocked keypad connector on lcd board. Low reservoir alarm was not verified and functional testing was not performed due to keypad anomaly. The device had cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.